Event description:
It was reported that during a coronary artery drug eluting stenting procedure the stent came off the balloon. The target lesion was a tortuous and calcified segment of the left anterior descending (lad) coronary artery. The physician attempted to advance a 2.5x20mm taxus express2 drug eluting stent to the lad but was unable to cross the lesion. Upon removal of the stent delivery system, the stent came off the balloon in the calcified area. The physician attempted to snare the stent but was unsuccessful at retrieving it. The stent was removed in surgery. The pt is reported as ok.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible . Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.